Event description:
The advocate stated that the customer tested his blood glucose using his breeze2 meter and her breeze2 meter. The customer's meter gave a reading in the 200's (mg/dl), while the advocate's meter read less than 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement products were sent to the customer.